Manufacturer narrative:
(B)(4). The investigation found the internal components inside the staubli controller, the central processing unit (cpu) board, had failed. The cpu board was replaced, and a full preventative maintenance check was performed. The unit passed all tests, and the issue was resolved. The unit was re-installed at customer location. A complete preventative maintenance was performed. The system passed all tests. The system was functional as per specifications and ready to be used. Device history record was reviewed and no discrepancies relevant to the reported event were found. The definitive root cause for the cpu board malfunction cannot be established with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the case was aborted as the robot arm was unable to connect to the controller. Starc card slot changed with no success. A replacement starc card has been ordered. Case had to be aborted after patient had bone fiducials placed. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. A follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.